Event description:
Info received indicates the bed has no head up or down function due to fluid ingress in the lockout box.

Manufacturer narrative:
The tech replaced the nurse control circuit board, the cable assembly and the hi/low switch to repair the bed.